Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported "possible be a case of ph" after treatment to the upper abdomen, mid abdomen, low abdomen, inner thigh, bra fat/back fat, flanks using applicators cooladvantage coolcore, cooladvantage coolfit, cooladvantage petite coolfit, cooladvantage, petite coolcurve, curve 120, curve 150 and flat 165. Healthcare professional later reported "swelled after first treatment and never went away, only got larger" and "firm, dense to touch".